Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that while charging, the power button started flashing red and making a beep. Cause not reported. Physician tried to reset the recharger pushing the power button for more than 30 seconds, but nothing, the issue did not be resolved. A replacement was requested, and the issue resolved. No patient harm reported. Additional information was received: it was reported that the cause was not determined. The wr9200 started to flash every time it was placed on the patient¿s neurostimulator. The beeping and the flashing light was continuous, not stopping. It stopped flashing and beeping only by turning off with the power button. Wr9200 was starting to beep and to flash also when placed upon the blue base and connect to power. The patient is still using the patient programmer. At the time of the implant procedure, on (B)(6) 2016, patient received a 37651 rechargeable system and the 37642 patient programmer model.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.